Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s touchscreen was cracked and intermittently unresponsive, preventing consistent interaction with the upper portion of the display, which necessitated device replacement. Symptoms included no reported adverse clinical effects and no blood glucose issues. Outcomes included continued cgm use independent of the pump and replacement of the device with return logistics communicated. Investigation included review of the user¿s account and shipping/return process, along with standard troubleshooting and education on shutdown, data sync, and startup of the replacement device. Investigation of this case revealed physical damage to the touchscreen consistent with a cracked display and corresponding loss of touch functionality in the affected area. It was concluded, based on previously established findings for similar reports, that the cause was physical damage unrelated to device design or manufacturing.